Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. Although it was confirmed that foreign material was in the biopsy channel, the specific material could not be identified. It is likely that the foreign material remained in the device because reprocessing could not be fully/properly completed due to the discovered leak from the suction port and biopsy port. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process the biopsy channel I clogged by foreign material, leak check on the instrument channel, low angulation, control knob movement, plastic distal end cover has scratches and is worn out, bending section glue has a crack, suction has no flow, and scope connector.. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera iii gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the biopsy channel I clogged by foreign material, leak check on the instrument channel, low angulation, control knob movement, plastic distal end cover has scratches and is worn out, bending section glue has a crack, suction has no flow, and scope connector. This report is being submitted for the event found during evaluation. There was no patient involvement.